Event description:
It was reported that a malfunction occurred and was indicated by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was informed that the pump would be replaced within the warranty period, and a replacement pump was provided to ensure uninterrupted insulin delivery.